Event description:
The patient further reported being shocked in error 24 times.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: h605m31, heart ring, implanted: (B)(6) 1997; 407645, lead; 505da18, mechanical valve, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to undersensing on the right ventricular (rv) lead. An apparent lead fracture was noted. Initially, a new pace/sense lead was added, but there was noise observed and several failed defibrillation threshold (dft) tests. The physician felt that the position of the chronic rv lead and the patient's pharmacological therapy was the cause of the failed dft's. It was decided to cap the chronic rv lead and explant the pace/sense lead that had been attempted. A new rv lead was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported the right ventricular (rv) lead had high impedance and noise.